Event description:
This lead was capped and replaced on (B)(6) 2019 due to noise that caused ventricular fibrillation episodes with shocks. Should additional information become available, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed artifacts on the right ventricular channel leading to inappropriate shock delivery as reported in the complaint description. Furthermore, the pacing impedance trend curve demonstrated a gradual decrease in the values from initially 1800 ohms in (B)(6) 2018 to 1200 ohms in (B)(6) 2019. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.